Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on his back. The patient reportedly developed the rash prior to using the lifevest. The patient's physician prescribed a steroid cream to treat the rash. The rash improved. It is unknown if the lifevest contributed to the skin irritation that required treatment.